Event description:
It was reported that t:slim x2 pump battery on replacement pump would not charge or turn on when customer used tandem charging cable and wall adapter, and pump screen remained dark so history could not be checked. There was no reported impact to the customer¿s blood glucose level. Customer then tried non-tandem wall adapter and charging cable, which allowed pump to turn on and begin charging, and technical support advised that third-party supplies were not recommended except for troubleshooting, arranged replacement tandem charging supplies for shipment, and no further assistance was required, though call ended before address was confirmed.